Manufacturer narrative:
(B)(4).

Event description:
Information was received from a patient and a manufacturer representative regarding that same patient who was implanted with a neurostimulator for non-malignant pain and complex reg pain syndrome type I. It was reported that the patient was having trouble with her implant. The patient experienced a fall and fell down on their knees. The day following the fall, the patient felt like the implant was scratching her internally at the area of the implantable neurostimulator pocket. About a week after the fall, the patient started experience shooting pain on the left side (the patient is implanted on the right side). The patient reported she noticed a big ¿glob¿ developing under and above her implant site. When the patient checked the ¿glob,¿ the implant seemed to be turned on its side. The patient reported that the implantable neurostimulator moved. The implantable neurostimulator was interrogated and the impedances were within normal ranges. Electrode impedances (ohms) showed: 0 = reference, 1= 1060, 2 = 845, 3 = 923, 4 = 927, 5 = 8246, 6 = 987, and 7 = 1001. The patient reported that the stimulation is still working and helping her leg pain. The patient reported falling more often and the morning of the complaint, the patient ¿slid off the bed¿ and landed on her buttocks. There was pain from the right buttocks to the left buttocks. The physician assistant did a physical assessment of the patient and d etermined that the patient complaint is not related to the implantable neurostimulator or implantable neurostimulator pocket. They provided a trigger point injection for the unrelated pain. Additional information has been requested regarding actions/interventions taken to resolve the implantable neurostimulator appearing to be turned on its side, the ¿glob,¿ and the shooting pain, but it was not available at the time of this report. If additional information is received, a follow-up report will be submitted.